Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged breathing issue, air way disease, cough. The patient visited to pulmonogist and taking inhaler. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.